Event description:
According to the reporter, during laparoscopic sleeve procedure, the device¿s seals were damaged while inserting and removing it. They got stuck at the area of the seal caused to stick in port. New device was used to complete the case. There was no patient injury.